Event description:
Healthcare professional (hcp) reported pt (pt.) "Complained of face drawing, mouth drawing, feeling jittery." Hcp removed pt. From device and called physician and ems. Pt. Was tranferred to the hosp and admitted to ccu. Pt. Was in ccu for three days. Hcp could offer no further details regarding interventions required.